Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis in two pieces. The fracture was measured to be 148cm from the distal end. The wire was kinked 7.7cm and 9cm from the proximal end. All outer diameter measurements taken were within specification. Sem analysis of the guide wire revealed a fracture in the core wire and a fracture in the hypotube. The fracture site on the proximal part of the core wire exhibited a conical shape. The fracture site on the distal part of the core wire exhibited a cup shape. The hypotube fracture exhibited elongated dimples rupture, and a zone with smeared material. No material anomalies were found. The fracture was due to a bending/tension overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4): the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, a fractured guide wire occurred. The physician was performing laser atherectomy to an unknown manufacturers' restenosed stent located in the proximal left anterior descending (lad) artery. The physician commented that during use, the proximal end of this 182cm luge guide wire looked "bent" inside the body. The wire was removed from the patient with some resistance experienced. After the wire was removed, the proximal end of the wire fractured on the prep table. No pieces of the wire detached inside the patient. The procedure was completed with a different wire. No patient complications were reported and the patient's status is fine.

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, a fractured guide wire occurred. The physician was performing laser atherectomy to an unknown manufacturers' restenosed stent located in the proximal left anterior descending (lad) artery. The physician commented that during use, the proximal end of this 182cm luge guide wire looked "bent" inside the body. The wire was removed from the patient with some resistance experienced. After the wire was removed, the proximal end of the wire fractured on the prep table. No pieces of the wire detached inside the patient. The procedure was completed with a different wire. No patient complications were reported and the patient's status is fine.